Event description:
Ous MDR - after an implantation period of approximately 84 months oversensing and inappropriate shocks were reported. The lead was explanted and replaced.

Manufacturer narrative:
The returned lead was only available in fragments. It had been cut through 4 cm distal of the is-1 connector pin. A proximal fragment and a distal fragment with separated tip electrode were returned. In-between, there was probably a segment of the lead body missing. The length of the missing piece could not be judged precisely because the distal fragment proved to be severely stretched and coiled. The returned fragments were examined visually and electrically, multiple signs of abrasion were noted at the insulation. Especially 13 cm distal of the is-1 connector pin, the insulation was damaged due to fraying. The coating of the rope conductor to the ring electrode was damaged in this area. Based on the damage manifestation, stress of the lead due to permanent friction at the generator housing must be assumed. In addition, insulation damage due to fraying was found 31 cm proximal of the tip electrode, which speaks for an interaction with a partner lead based on the characteristics. Both insulation damages can be the cause for the complained-about oversensing with shock delivery. In addition, a stretched fixation and a deformed shock coil were observed, which are most likely the result of the extraction process. Conduction interruptions of the rope conductors to the ring electrode and to the shock coil could also be measured and be confirmed during the visual inspection. These are probably the result of strong tensile forces during the surgery. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.